Manufacturer narrative:
One ultra fastfix curved device was returned for evaluation. The complaint lists the failure mode as t2 non-deployment however, when the device was evaluated both t1 and t2 were on the needle. T1 was pushed over the dimple on the proximal side of the needle channel. This resulted in the failure mode of non-deployment. The device was inspected by quality engineering. The dimple height (.02230) and the dimple location (.33495) were both within specification. The pull off force of t1 (.406) and t2 (.468) were both within specification. A review of the t1 implant after it was removed from the needle showed no signs of damage indicating that excessive force was not used to move t1 over the dimple. The die on the dimple machine did not fully penetrate through the back of the needle. The dimple looked more like a hump rather than a ramp. Additionally, the needle rail gap at the dimple location was too large and was out of specification. This could be a result of the operator incorrectly loading the device into the dimple machine and may have contributed to t1 being on the proximal side of the dimple. The most likely root causes of this failure mode are that t1 was loaded onto the needle on the proximal side of the dimple or that t1 moved over the dimple during the process. A review of the complaints database shows that this is the only complaint reported for this lot.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a surgery the device did not deploy t2 implant . The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.